Event description:
The customer reported to olympus that during the procedure, the ceramic tip on the inner sheath broke off in the patient. The patient was large with a very large prostate and elevated bladder neck. Visibility was poor due to bleeding. The doctor was putting a lot of torque on the scope and the sheath and damaged the sheath in the process. When the sheath was removed, it was noticed it was broken. The doctor was informed that the piece needed to be retrieved, and he stated he could not at that time and he would retrieve it when the patient came back for the robot prostate. A catheter was inserted and the case was aborted.